Event description:
During variax surgery, when surgeon was inserting screw with the driver blade, the screw head was worn.

Manufacturer narrative:
The returned device matched/confirmed the reported event. The torx showed strong damages because of torsional overload. The threads displayed signs of use (inserting of the screws). The root cause for the reported event, can be attributed to a user related issue. Based on the evaluations, no indications were found for any systematic, design, material or manufacturing related issue.

Event description:
During variax surgery, when surgeon was inserting screw with the driver blade, the screw head was worn.

Manufacturer narrative:
Investigation in progress but not yet complete.